Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
An implant request form was received for the patient's right hip. Noted on the form: "pt has failed tha. Loose acetabulum and significant bone loss. Failed right total hip arthroplasty."